Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the homechoice (hc) unit. This event occurred during use, the home patient (hp) was connected, in dwell 4 of 6. There was an open clamp on one of the unused supply lines. The technical service representative (tsr) explained the message to the caregiver (cg) and asked them to inform the nurse. The tsr informed cg to have the hp use manual bags. There was patient involvement and there was no patient injury or medical intervention associated with this event. Follow up with the cg on (B)(4) 2013 confirmed that the hp is okay and continued with her normal therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the customer report. The root cause was use error - open clamp. This issue is being investigated through CAPA.